Manufacturer narrative:
Device evaluation: returned device was received there is a crack along the bottom edge of the lens. Evidence of reported problem in event log was found. During the evaluation of the device the reported "error code 42221" was not duplicated. 42221 refers to a software timing error. Previously, multiple 45630 errors (motor sense) were recorded in the log. Testing for these errors was not possible due to a "cassette not attached properly" caused by a faulty dso. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 21 had an erro code 42221. No patient involvement.